Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Herewith the question and pictures. This customer used to use the american reference of the 10ml syringes. Now they can only obtain the european reference and have complaints of leakage. Attached is the setup and reference and lot number of the syringes they have now. +32(0) 54 42 15 80 l.feys@novolab.be www.novolab.be novolab nv diebeke7 (i.z.) 9500 geraardsbergen be interesse in product updates en bedrijfsnieuws? Schrijf je hier in op de nieuwsbrief. ¿ please don't print this e mail unless you really need to.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos were provided to our quality team for investigation. Through visual inspection, no visible damage or defect can be observed and it cannot be definitively identified if or where the leak occurred. A device history review was performed for reported lot 2201062, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. There was an annotation regarding a molding cavity that was closed due to underfilling of material. Retained samples of the reported lot were used for additional evaluation. All products were inspected, no damage or defects were observed on any of the devices, all luers are properly molded and confirmed to be the correct size. Leakage testing was performed and all product was verified to meet required specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our quality team's investigation and given we could not observe any defect within the photos, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.